Event description:
Litigation papers allege, the patient suffers with severe pain and discomfort as a direct result of the malfunctioning hip replacement. It is further alleged that the patient also experiences frequent "metal on metal" grinding/rubbing of the artificial hip replacement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.